Event description:
It was reported that there was an error code associated with the inflow cassette. The pump was reading inaccurate pressure and pushes extra fluid while trying to reach the set pressure. Further there was a fluid geyser, but no extravasation. The actual pressure needle never moved off the bottom.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.